Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure. The reason for the explant was not provided. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the lens was explanted from the patient's eye because of an unexpected visual outcome of -3.00 diopters. The doctor commented that there was nothing physically wrong with the lens. The incision was enlarged to removed the lens (zcb00 + 16.0 diopters) and another lens, same model higher diopter (+21.0), was implanted as a replacement. No complications were reported. The patient's visual acuity was reported being 20/25 without glasses. Updated the following fields: (B)(6). Sex/gender: female. Device available for evaluation? Yes. Returned to manufacturer on: 06/29/2017. Device returned to manufacturer? Yes. (B)(4). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the part of the optic was cut, most probably to make the explant possible. No damage was observed on the haptics or on the rest of the optic. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.